Event description:
A journal article was reviewed that contained information regarding ineffective implantable cardioverter defibrillator (ICD) shocks. The article reports a patient who had an episode of ventricular tachycardia (vt) and the patient received anti-tachycardia pacing followed by two ICD shocks. The shocks failed to convert the vt. It was noted that the patient was wearing a large metal piercing on their tongue (approximately 16 mm long, stainless steel). It was suspected that the metal tongue piercing might have affected the shock effectiveness by changing the vector. Noninvasive programmed stimulation to test the effectiveness of the ICD shocks after removal of the metal tongue piercing was performed. The patient was brought to the electrophysiology (ep) lab, their metal tongue piercing was removed, and his ICD was programmed to shock at 25 j, which was 10 j lower than his previously programmed shock output. Next, sustained vt was induced with a t-wave shock. The patient¿s ICD appropriately detected vt and delivered a 25-j shock, which successfully terminated the rhythm. Additionally, the shock impedance after the removal of the tongue piercing was noted to be higher when compared to the initial shocks with the piercing. The testing proved that the metal tongue piercing was responsible for the failed ICD shocks in the patient. They suspected that a portion of the electric charge was shunted away from the myocardium toward the patient¿s face due to the presence of the large metallic object. This suspicion was supported by an increase in the shock impedance upon removal of the tongue piercing. The status/disposition of the device appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: body piercing with a metallic tongue stud resulting in ineffective implantable cardioverter-defibrillator shocks: ¿heart to mouth¿. The journal of innovations in cardiac rhythm management. 2021;12(11):4780¿4784. Doi: 10.19102/icrm.2021.121105. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.